Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that he was hospitalized on (B)(6) 2011 with diabetic keto-acidosis. The patient reported that he was treated via intravenous insulin and was discharged on (B)(6) 2011. The patient reported that since resuming the pump, his blood glucose was elevated and his health care provider felt the pump was not working correctly. Customer support reviewed the pump with the patient. There were no alarms in the history. The patient confirmed that the prime history was correct. The patient reported that he basal history was incorrect on (B)(6) 2011 as it showed 28.938 units, but basal should have been 30 units. The patient confirmed that the pump was not suspended and there were no temp basal rates on that day. The total daily dose history showed no boluses from (B)(6) 2011 to (B)(6) 2011. The patient reported that he used both pump and the meter remote to deliver boluses. The bolus amount for (B)(6) 2011 was confirmed to be correct. The patient reported that he changed the site and the cannula at the time of the hospitalization was not bent; there was no leaking, redness, or blood at the site. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected current values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no defects found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.